Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2017 during a procedure. The patient weight and medical history were asked and will not be made available. It was reported the patient experienced a return of symptoms. The patient was not receiving complete therapeutic effect from their system. A problem with the catheter was suspected. Surgical intervention occurred. A procedure was done to determine proper placement of the catheter. The catheter was checked and proper placement of catheter was confirmed on x-ray. The catheter was properly connected. Once it was determined that the catheter was properly placed, cerebrospinal fluid (csf) backflow was confirmed. The catheter resumed normal function. Drug delivery resumed as normal post operatively. The patient was monitored for symptom relief. There were no external patient issues that may have led or contributed to the issue. The issue was resolved and patient status was alive - no injury. No further complications were reported.